Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported chipping/breakage of teeth, root resorption, pain level 9, eroding of previous fillings, aligners digging into the gums near the wisdom teeth and exposing the wisdom teeth. The dentist said to stop using the aligners. The patient also noted excessive bleeding, broken fixed restoration, inflammation, sensitivity, and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.